Manufacturer narrative:
This report is submitted on july 16 2020.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla unknown). Surgery to reposition the magnet was completed (date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2020.